Event description:
A caller reported experiencing a minimum fill notification while attempting to load a new cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the cartridge successfully, despite initially encountering a fill discrepancy.